Event description:
Customer contacted ameda inc on (B)(6) 2015 to report experiencing decreased suction while using the purely yours breast pump on (B)(6) 2015. This issue resulted in decreased milk output and milk stasis in the breasts. Customer was diagnosed with right breast mastitis on (B)(6) 2015. Customer saw her health care provider on (B)(6) 2015 and was prescribed a 7 day course of oral antibiotics that she completed. Customer reports feeling improvement within 2 days.

Manufacturer narrative:
Customer was sent a replacement purely yours pump on 04/20/2015. A pre-paid expedited fedex return label was emailed to customer in an effort to obtain the prod back for investigation. Customer was contacted by phone and email asking for her to return the product. To date, the prod has not been returned. A supplemental report will be filed when add'l info becomes available.